Event description:
The customer contacted stryker to report their device would not detect defibrillation pads when attached to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and pad-pak and was unable to duplicate or verify the reported issue. Heartsine determined the cause of the reported issue was due to user error. The customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not detect defibrillation pads when attached to a patient. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.